Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was returned with the balloon port and cuff partially inflated. It was also noticed that the sample was used as there was tape residue present on the device. No other defects were observed. Functional testing was also performed and no leaks were detected. The pilot balloon and cuff were both able to be inflated and deflated. Based on the investigation performed, the reported complaint could not be confirmed. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned sample. No further action will be taken.

Event description:
The customer alleges that the cuff of the device had a leak and could not be inflated. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the cuff of the device had a leak and could not be inflated. Another device was used. The patient's condition is reported as fine.